Event description:
The pt was injected the second of three-injection regimen in the knee. The pt allegedly developed a pressure sensation under the knee cap that was felt down her leg, swelling and soreness. The pt was treated with celebrex for the inflammation.

Manufacturer narrative:
No lot number or further info was given at time of report